Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The subject meter allegedly was reading 90 points different compared to other meters: specific results were not reported. Based on the provided information, this complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.